Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: a review of the pump black box data revealed no activity related to the complaint. The pump was exercised for 24 hours, and the rewind, load, and prime steps were completed successfully with no alarms or unusual noises. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that insulin was not dripping from the tubing during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.